Manufacturer narrative:
The investigation confirmed that a discordant negative vitros ahbc igm result was obtained from a single (B)(6) proficiency sample when processed on a vitros 3600 immunodiagnostic system. A definitive assignable cause for the discordant negative result could not be determined with the limited information provided by the customer. The customer did not provide any qc fluid information so it was not possible to make an appropriate assessment of the vitros ahbc igm reagent performance at the time of the event. Additionally, precision testing of the vitros 3600 immunodiagnostic system was not performed, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. Additionally, the presence of an unknown sample interferent cannot be completely ruled out as the cause of the discordant non-reactive negative result as no results using nabt or hbt tubes were provided by the customer for the affected sample. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros ahbc igm reagent lot 1670. The MDR is being submitted after the 30 day reporting date due to a technical issue with ortho¿s MDR reporting system. Ortho was unable to electronically submit mdrs from 5 july 2018 ¿ 19 july 2018.

Event description:
A customer observed a discordant negative vitros ahbc igm result from a single (B)(6) proficiency sample when processed on a vitros 3600 immunodiagnostic system. The result was considered discordant when compared to the expected reactive result. (B)(6) proficiency specimen s002 result of non-reactive negative versus the expected result of reactive. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant non-reactive negative vitros anti-hbc igm (B)(6) proficiency fluid result was from non-patient fluid and was reported to the proficiency provider. However, the investigation could not conclude patient samples were not affected or would not be affected if the event were to recur undetected. There is no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).